Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited noise on the collected high rate electrograms in the clinic. Noisey deflections could be seen with arm movement which told them it was intermittent. The lead is programmed unipolar and could be the cause of the myopotential noise. The rv lead remains in use. No patient complications have been reported as a result of this event.